Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, tissue damage, recurrent mitral regurgitation, prolonged hospitalization, and surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted tissue of the anterior mitral leaflet degenerated slightly was a bit thick. Both leaflets were separated causing visualization difficulty. On (B)(6) 2020, two clips were successfully deployed, reducing mr to 1. On (B)(6) 2020, echocardiogram showed the second clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The first clip remains stable on both leaflets. The patient will remain hospitalized to undergo surgery. On (B)(6) 2020, mitral valve replacement was performed. After the clip was explanted, tissue damage was observed on the clip. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda) and poor image resolution appear to be related to patient morphology/pathology. The reported recurrent mitral regurgitation (mr) and tissue damage appear to be due to the procedural condition of the slda . Recurrent mr and tissue damage are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical procedure were results of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.